Event description:
It was reported that when using the bd pyxis¿ medbank tower station had medication rejection. Customer stated that there was a record of medication issuance even though it had been rejected. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the record of medication issuance appeared even though it had been rejected. A technical support specialist (tss) reported that the temporary patient override verification request had originally been authorized by the pharmacy staff, and the medication was issued successfully. The tss noted that the request was later rejected automatically after the temporary patient record was reconciled, which caused the system to update the status accordingly. The system functioned as intended after the technical support specialist investigated the issue.